Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the tachy prediction download ramware was downloaded to the patient's device, the battery longevity had reduced by one year in four to six months. The device remains in use. The patient was a participant in the tachy prediction download study (tpd). No patient complications have been reported as a result of this event.